Event description:
Related manufacturer reference number: 2017865-2025-11604. It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, upon review, it was noted that the right ventricular (rv) lead exhibited failure to capture, low pacing impedance and episodes of over-sensed noise which resulted in pacing inhibition. During the procedure, testing of the right atrial (ra) lead revealed that the ra exhibited low pacing impedance, failure to capture and episodes of noise. The rv and ra leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.